Event description:
The subject coil was returned for analysis and the device investigation revealed that the subject coil was broken/fractured during use. There was no clinical consequence to the patient due to this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the coil delivery wire was found to be kinked/bent. The main coil was found to be broken/fractured near the detachment zone. During functional testing, the reported coil in catheter friction could not be replicated during device analysis due to damage; however, the analysis results are consistent with the reported event. The reported main coil damage was confirmed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported coil in catheter friction could not be replicated during device analysis due to damage; however, the analysis results are consistent with the reported event. The reported main coil damage was confirmed. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that while advancing the coil into the microcatheter, resistance was encountered, and the coil could not be advanced. The physician then withdrew the coil and found that it had been damaged. Additional information provided by the customer indicated that the device was prepared for use as per the dfu. There was no damage noted to the packaging prior to opening the packaging. The device was confirmed to be in good condition during preparation/ prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. The device was returned for analysis, and it was noted that the coil delivery wire was found to be kinked/bent, and the main coil was found to be broken/fractured near the detachment zone. The reported coil in catheter friction could not be replicated during device analysis due to damage; however, the analysis results are consistent with the reported event. The reported main coil damage was confirmed. An assignable cause of procedural factors will be assigned to the as reported coil in catheter friction and main coil damage as complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. An assignable cause of procedural factors will be assigned to as analyzed main coil broken/fractured during use as complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. An assignable cause of handling damage will be assigned to as analyzed coil delivery wire kinked/bent since this complaint appears to be associated with handling of the product or portion of the product during the procedure.